Event description:
During use of the device for a cardiopulmonary bypass procedure, the roller pump display did not function as expected. An alternative device was employed. Pump status continued to be available by means of the central control monitor. Control of the pump speed remained available through the local speed control knob and the central control monitor of the heart lung console. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.